Event description:
Complainant alleged that the staff was attempting to defibrillate a 48 year old female pt whose vital signs had deteriorated rapidly, but the device would not power-up when switched on. The staff was able to obtain another device to treat the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.